Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for peripheral neuropathy. It was reported that patient was having the device explanted on the date of the report, because of shocking sensations. Analysis of the device was requested, once returned. Rep was going to collect additional information regarding the event. Patient's weight was asked but unknown. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the ins serial# (B)(4) found that the ins reached its normal end of life. (B)(4). Product analysis # (B)(4), analysis information -- 2019-03-22 14:29:19 cst pli# 10 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the health care professional (hcp) who explanted the battery said the device was no longer effective at controlling the patient's pain and patient claimed the device was turning on and off without the patient controlling the device. All components were explanted. The leads as well as the ins have been sent back for analysis. No patient symptoms or complications were reported in this event. The cause of the patient's symptoms are unknown. No device replaced the explanted devices. The information was confirmed with physician.